Event description:
Routine complaint investigation when a consumer reported an episode when they were sleeping and spouse had difficulty waking pt up. The ambulance was called. The emergency medical technician performed a blood glucose test of 110mg/dl with the customer's precision qid monitor. No direct comparison was done at that time. Customer was transported to hosp. At some time during the hosp evaluation a glucose level of 65mg/dl was obtained on the hosp equipment. No further info is available.